Event description:
Bone plate was implanted as a spinal implant (not FDA approved for spinal implant). Rptr has numbness in lower left foot, soreness/increased pain in lower back and legs; plate causing spinal column to straighten. Failed surgery to remove plates 11/1/92. Dr was unable to remove because of bone growth.